Event description:
Additional settings and diagnostics data was received which revealed the device had been disabled and further confirmed the high impedance. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found upon interrogation of the patient's vns. Ap chest x-rays and lateral neck x-rays of the patient were received. The generator was located in the patient¿s upper-left chest. The connector pin can be seen inserted into the generator and seen through the second connector block. The filter feedthrough wires appeared to be intact. Strain relief was present and adequate per labeling. The lead wires appeared intact at the connector pins. No sharp angles were observed in the lead. No discontinuity can be seen in the reviewed images. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The patient's vns generator and lead were later replaced. The explanted devices have not been returned to date. No additional or relevant information has been received to date.